Event description:
It was reported that the insulin pump alarmed threshold suspend. The customer stated that she had to turn the device off because of the alarm. The blood glucose reading was 106 mg/dl. She also observed that the sensor glucose and blood glucose readings had discrepancies, including false predictive low glucose alerts, but could not provide details regarding that event. A calibration error occurred by the end of the call, and the blood glucose reading was 82 mg/dl. Advised the customer to let her blood glucose levels stabilize. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.